Event description:
A customer contacted beckman coulter, inc. (Bec) to report a liquid waste leak from their access 2 immunoassay analyzer. Medical attention was not sought for this event. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(6) 2011. The fse determined that when the customer moved the computer console, it nicked the waste line and caused the leak. The customer cut the line and rerouted it to the drain. The fse installed longer tubing to allow the end of the tubing to go further down into the drain. (B)(4).